Event description:
Procedure: ladg - lap assisted distal gastrectomy. According to the reporter: after the 4th firing on the vein the doctor found that the clip could not be released from the jaw normally, as the stopper on both sides of the sulu could not be detached. At the 5th firing on the artery, the doctor found the same issue. By ligating the artery on the proximal side by the clip, the vessel was resected and then a surgeon could manage to release the device from the patient slowly with tissue damage involved. There was oozing and bleeding. The tissue damage was not permanent.

Manufacturer narrative:
(B)(4)